Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; general anaesthesia versus local anaesthesia for endovascular aortic aneurysm repair minsu noh, mda , byung-moon choi, md, phdb , hyunwook kwon, mda , youngjin han, mda , gi-young ko, md, phdc , tae-won kwon, md, phda , gyu-jeong noh, md, phdb , yong-pil cho, md, phda doi: 10.1097/md.0000000000011789; exact date of event is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were used in the evar procedure of 94 patients to compare the use of general anaesthetic and local anaesthetic in the procedure. The following events were noted; malfunction; type ia, type ib, type ii, type iii, type IV endoleaks.